Event description:
It was reported by the legal guardian that the patient had been hospitalized and was admitted into the intensive care unit with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod on the arm between 25 and 36 hours. The pod was placed on a site with a preexisting lump. Symptoms reported include vomiting and cognitive changes. The patient was treated with intravenous rapid-acting insulin and dextrose infusion. The patient was discharged on (B)(6) 2026. A new pod was applied on a suitable site on the lower arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.